Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's implant had not been working. The patient reported that they were still in a lot of pain. The patient stated that their manufacturer's representative (rep) had walked them through some troubleshooting on the phone, but it did not resolve so the rep called the patient back. The patient stated that they had not heard back from the rep and wanted to check. The patient called back and stated they couldn't get a hold of the rep. The patient also stated that they were " very disappointed with the ins and was in pain all weekend and were angry they hadn't received a call back." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was extremely disappointed with the spine stimulator and it did not relieve her back pain at all; the patient stated that you would have to be in her shoes to understand what chronic pain is but she doesn't blame anyone. The patient reported that the ins battery kept its charge to no avail and the claims that this 'gizmo' would better her life were greatly exaggerated. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they are suffering like crazy, like before they were implanted. The patient stated that they have pain. They see their manufacture representative (rep) every 2-3 weeks. They are on group f; however, it is not helping. The rep locked their stimulator so they cannot control it. Within the last month or so it¿s been locked on the program where they cannot adjust it. They last met with their rep on the 16th. They cannot recharge their system and the battery is always dead. The sleep with it. It was reviewed that when sleeping the charging cannot be guaranteed because the patient does not know if they are maintaining coupling. The patient stated that when they are charging even after 30 minutes to 1 hour the charge is gone. The patient noted that they are familiar with the devices. In the meantime they have to rely on their pain medication and they don¿t want that. Their pain level is always a 10. Their pain has been for the last couple of months. They would be calling a different rep to see if they could meet today. The patient called back noting that the rep locked both program e and f. It was recommended that the patient call their doctor¿s office to have a rep requested. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins had died for a couple of weeks. The patient reiterated that the ins was not keeping a charge and would only last 5-6 hours after being fully charged. The patient was tired of having to wear the recharger 24/7. The patient also reiterated how their rep 'locked' the group and that they had another rep 'unlock' the group. It was noted that the patient had recently charged the ins but was unsure if it was working due to the patient programmer issue. It was reviewed that the patient could check the ins with the ins recharger, and the patient understood. The patient was working with reps to determine if the ins was faulty, and they were told that if it was then they would be able to get a new ins in the fall.